Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires and Service Code) has been confirmed. Upon investigation the electrode belt trunk cable was cut with all wires severed in the cable. The root cause for the cut trunk cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A US Distributor contacted ZOLL to report that a patient was experiencing a service code and experiencing a damaged cable or wires exposed.